Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed powerport clearvue isp implantable port kit was received for evaluation. Visual evaluations were performed on the returned device. The package was noted to be sealed throughout. Tape residue was noted in parallel, in the back center portion of the package tray. No patient information leaflet was observed on the back of the package received. Components within kit did not look affected. The manufacturing site review states, an initial view of the images showed a sealed powerport clearvue isp implantable port kit for evaluation. Visual inspection of the images showed a partial vita of the front of the tray, the unitary label was observed, the printed information was not legible in the image, the back (transparent) of the tray was observed which revealed that the pouch of the literature was absent. Closer inspection revealed traces of adhesive from what appeared to be duct tape, running parallel in the center of the back of the tray; the adhesive residue matched the adhesive on the adhesive strips on the documentation bag. Therefore, the investigation is confirmed for the reported missing information and component missing issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a port placement procedure using powerport clearvue isp implantable port. Prior to the procedure, it was reported that the port allegedly found with missing patient information leaflet. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was getting prepared for a port placement procedure using powerport clearvue isp implantable port. Prior to the procedure, it was reported that the port allegedly found with missing patient information leaflet. There was no patient contact.